Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered and a signal artifact monitoring (sam) episode was recorded. Additionally, noise and oversensing on the right atrial channel was also observed, due to this, inappropriate atrial tachy response (atr) episodes were recorded. Furthermore, the right atrial automatic threshold test (rvat) feature failed due to threshold detected higher than programmed amplitude. Reprograming of the device was discussed. X-rays were performed and it was found that the lead was fractured. It was decided to schedule a lead replacement procedure for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.